Event description:
The reporter stated foreign contaminant was noted in the lens tray of an aa4203tl toric silicone single piece lens. There was no pt contact. The reporter stated it was unk if the contaminant fell into the lens tray or was present prior to opening. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (foreign contaminant in lens tray). Lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B) (4).